Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg38-j10ut-us is available in the USA with a 510k number k200090. Evaluation summary: it was caused due to the external noise. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of during use. There was no report of patient harm. There was noise and interferences at the us image during the procedure. The procedure could be finished without problems for the patient, user or third person.